Event description:
It was reported that a physician's handheld device was freezing during interrogating and would not respond to screen taps or resets. The physician requested that the handheld be replaced. A replacement handheld was sent out to the physician and good faith attempts to obtain, the old handheld device have been unsuccessful to date.